Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7131310, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7131266, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7083688, UDI: (B)(4). Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 775904, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection near the tunneling site by the right ear resulting in fluid discharge. A culture was taken and confirmed a pseudomonas infection. The patient was administered antibiotics and underwent a revision procedure where the full dbs system was explanted. The patient was doing well postoperatively. The explanted devices were disposed by the medical facility and were not returned.

Manufacturer narrative:
Physical analysis could not be completed in our laboratory, as the devices were disposed of by the medical facility and were not returned. A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labelling review was performed based on the dfu and it did not reveal any anomalies as it states that infection is a known risk with the use of deep brain stimulation (dbs). The devices were not returned as they were disposed of by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined the reported event of infection is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection near the tunneling site by the right ear resulting in fluid discharge. A culture was taken and confirmed a pseudomonas infection. The patient was administered antibiotics and underwent a revision procedure where the full dbs system was explanted. The patient was doing well postoperatively. The explanted devices were disposed by the medical facility and were not returned.